Event description:
The patient experienced a periodic shocking sensation in the device pocket while charging her implantable neurostimulator. The patient charged while the device was turned on. Impedance measurements were normal. The neurostimulator was reprogrammed. The patient was advised to charge her device while it was off. No further follow up regarding this event was reported to the field representative. The patient outcome was reported as "recovered". A follow-up report will be submitted if additional information becomes available.